Manufacturer narrative:
As reported, a phasix flat mesh (non-coated version) was implanted in the patient for the repair of a hiatal hernia. Based on the area of implant the mesh was implanted in direct contact with viscera. Per the instructions-for-use, supplied with the device "phasix¿ mesh must not be put in direct contact with bowel or viscera. There was no patient injury as reported. There was no malfunction of the device. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4)units released for distribution in june 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.

Event description:
As reported, during hiatal hernia repair procedure on (B)(6) 2023, the surgeon trimmed the phasix flat mesh (non-coated version) to about 3 x 6 inches and implanted in the patient. The doctor reports he has seen the patient post-surgery, and the patient is doing well. There was no patient injury.